Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a heart block and high blood pressure. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient had a heart block and high blood pressure. There was no medical intervention required by the patient. The reported event of heart block and high blood pressure while using this device and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. The device has not yet returned to the manufacturer for evaluation.at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged short of breath, headaches, heart skips beats, can't sleep at night, oxygen drops under 90, heart blocks and blood pressure is extremely high. Section h10 was incomplete in previous report, it should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged short of breath, headaches, heart skips beats, can't sleep at night, oxygen drops under 90, heart blocks and blood pressure is extremely high. Additional information was received and added to the report. The device was returned to the manufacturer's product investigation laboratory on 01/03/2023 for further evaluation. The device was evaluated on 06/28/2023. The external and internal parts of the device were evaluated. The manufacturer found dust / dirt contamination inconsistent with degraded sound abatement foam source external to the device. Slight black contamination at the blower seal of the blower box, consistent with the keratin contamination. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that could not confirm the symptoms described but could confirm the presence of contamination in the airpath. Section e1 (telephone number) and section d4 (UDI) corrected. Section h6 corrected and updated in this report.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Section h6 medical device problem code ,type of findings was missed to capture, now it is corrected and updated in this report.